Event description:
Customer's family member reported customer received an e-3 message from their freestyle meter and experienced seizure. Paramedics were called and checked customer's blood pressure and blood glucose. The caller also reported customer ate food to stabilize his blood glucose. No third-party medical intervention was reported. There was no report of any diagnosis, death or permanent impairment associated with this case.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1416 ml, indicating the home patient (hp) drained 1416 ml more than their programmed fill volume of 1600 ml. This information gave a total drain volume of 3010 ml, which meets iipv criteria. According to the nurse they were aware of the patient's excessive drain volumes. They increased the patient's dextrose to 4.25% because he was retaining a lot of fluid. The patient had fluid overload in peritoneum and extremities. The nurse stated that they used 4.25% to pull fluid out. This resolved the issue and the patient resumed therapy. According to the nurse the patient is doing very well now. The nurse did not think the patient felt full during a specific cycle in therapy, however, he had an overall feeling of overfull. There was no patient injury or medical intervention.

Manufacturer narrative:
Customer's test strip lot #0820732 was returned for investigation and tested. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. As the meter was not returned with the reported test strips, the meter log was not available for analysis to confirm the presence of the reported meter readings.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.